Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h4;h6. Product returned and evaluated. Visual examination of the returned product identified that the driver appeared to have all components present and assembled. No visible fractures were present on the device. Device showed signs of use with scratches and nicks on the hudson and drill bit connection ends. No other damage was noted during visual evaluation. Device has an approximate field age of 11 years. Drill bit connection end was function tested and found to be functionally conforming. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
There is no further information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d1 d4 d9 g3 g6 h2 h11.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the black drill bit silicone fractured. There was no reported patient injury as a result of the malfunction. There is no further information available at the time of this report.